Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an 9f talisman delivery system for percutaneous closure of a patent foramen ovale. During deployment of the device, the right atrial disc did not fully expand and remained in a spherical configuration. Release of traction on the delivery cable did not result in the disc assuming its intended shape. Based on this observation, the cardiac team elected to retrieve the device for ex vivo inspection. Retrieval required opening a new occluder of the same size, after which the replacement device was deployed without difficulty, achieving an optimal final position and an excellent procedural outcome. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.